Event description:
On 1/24/94, pt underwent anterior cervical diskectomy and fusion with cadaver allograft and internal fixation c5-6 and c6-7. On 3/15/94 x-rays showed a transverse crack through the inferior hole of her two-level plate. Pt had a little pain across the top of her shoulders. On 5/23/95 she complained of recurrent neck pain. This was neck pain that radiated from the cervical thoracic junction into the suboccipital region and was more noticeable on the left side of her neck. It was aggravated with neck extension. Pt also had intercapsular radiation which was relieved with elevation of the shoulders. Recent x-rays revealed the crack at c6-7 with overriding of the fragments, indicating further collapse of the graft. There was also a transverse crack at c5-6. On 6/9/95 she underwent removal of the plate and exploration of the fusion which was solid.